Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a posterior leak revealed on echo after implanting the ring. According to the operative report, the ring was implanted and then "was tested and was found to be fully competent except for tiny posterior leak." The patient was weaned off bypass and "on transesophageal echocardiogram, it was noted that there was a small posterior leak resulting from an area of noncoaptation of the anterior leaflet and the posterior leaflets." The patient was placed back on bypass and "an alfieri-type suture" was placed in attempt to repair the leak. "The patient was weaned off cardiopulmonary bypass again, and then again, it was noted that there was a posterior leak in that same area in the range of about 1+ to 2+." Therefore, the ring was removed and another edwards annuloplasty ring was placed. Per the surgeon, the reason for explanting the device was related to the patient and not due to a product malfunction.